Manufacturer narrative:
The expiratory pressure transducer printed-circuit board (pcb) was replaced during on-site troubleshooting. The replaced pcb was returned for investigation. The reported pressure transducer sub-test failure was reproduced during testing of the returned pcb in a reference ventilator. The sub-test failed due to a high gain value (>8% from default). The test showed that the expiratory pressure sensor's offset value had drifted, which indicates an instability in the pressure sensor. During ventilation testing the measured peep (positive end expiratory pressure) was higher than the set peep and the expiratory minute volume was lower than intended. Alarms for those deviations were generated. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Earlier investigations of other pressure transducer pcb's had shown that once the dirt was removed the pressure transducer functioned normally, and no offset drift was thereafter noticed.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).